Event description:
The customer reported a false alinity I cmv igg result generated by the alinity I processing module for a patient, which was inconsistent with the patient¿s history. The customer requested a new sample from the patient, which generated a nonreactive result. A repeat of the first sample also generated a nonreactive result. The following data was provided: (B)(6) 2025, sid (B)(6) (first sample) result = 224.9 au/ml (reactive). (B)(6) 2025, sid (B)(6) (first sample) repeat result = 0.2 au/ml (nonreactive). (B)(6) 2025 (second sample) result = nonreactive. Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of a retained reagent kits. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I cmv igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64269fz00. A review of the device history record did not identify any non-conformances or deviations with lot 64269fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Furthermore, clinical specificity testing was performed using an in-house retained reagent kit of alinity I cmv igg reagent lot 64269fz00. All specifications were met, which indicates the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the alinity I cmv igg reagent, lot number 64269fz00, was identified.

Event description:
The customer reported a false alinity I cmv igg result generated by the alinity I processing module for a patient, which was inconsistent with the patient¿s history. The customer requested a new sample from the patient, which generated a nonreactive result. A repeat of the first sample also generated a nonreactive result. The following data was provided: on (B)(6) 2025, sid (B)(6) (first sample) result = 224.9 au/ml (reactive), on (B)(6) 2025 sid (B)(6) (first sample) repeat result = 0.2 au/ml (nonreactive), on (B)(6) 2025 (second sample) result = nonreactive. Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 07p42-32 that has a similar product distributed in the us, list number 07p42-24/-33, with 510k/PMA/bla number k220949. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.